Manufacturer narrative:
Gtin is unavailable as the product was made prior to compliance date; (B)(4). (B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported in the service order from (B)(6) that the attachment device was heating up and not working very well. During service and evaluation, it was observed that the bearings were worn and the device failed the vibration pre-test. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to normal wear from use and servicing over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
Further evaluation of the device during service and repair determined that the device had worn components - bearings and light vibrations. Furthermore, it was determined that the bearings in the casing got hot; front and tip of the sleeve were damaged and the device failed pretest for vibration. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.